Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they spent all of last year trying to get a replacement device to get their stimulator working. Patient said that the handset and communicator don't communicate at all with each other and they have different serial numbers. The patient mentioned that the device was useless to them and they need a MRI badly and they can't do it until they can get the stimulator and everything replaced or they get it working. The patient did not have their equipment with them at the time of the call. Patient will call back with their equipment for further troubleshooting. Additional information was received from the patient on 2025-apr-22. The patient called back because they had surgery 4 years ago and the implant was not working. Patient said that they received a new smart programmer and communicator but they don't work and wont connect. Patient said that they received an email and call back in march wanting to know information. However, patient said that they cannot put everything in the email that is why they are calling back. Patient said that their doctor left a huge gaping hole where the incision was, about 14 inches long and their doctor doesn't bother sewing it closed. Patient said that they are getting a no device found error message. Agent walked patient through how to access therapy and made adjustment and patient was able to make an adjustment successfully. Agent also wanted to note that the patient mentioned that their doctor did have the ins "buzzing" at one point, but after that, it stopped working and the doctor would not see the patient anymore. Additional information was received from the patient on 2025-may-22. Caller called back and reported the same information.